Manufacturer narrative:
Of the 3 allegations of a malfunction, 8 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning.

Event description:
This report summarizes <noe> 3</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery cap issue. These reports were received from various sources. The patients associated with this allegation ranged from 10-18 years of age and between 0 and 0 pounds. Of the reported patients, were male, 3 were female, and 0 were unknown.